Event description:
Additional information received reported that the system was replaced. The patient did not have stimulation on his right side and contacts 8-15 had impedances >10,000 ohms. There was no patient injury.

Manufacturer narrative:
Lead: model 39565, serial # (B)(4), implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37743, serial # (B)(4), implanted: unk, explanted: unk.

Event description:
Additional information reported indicated that the patient had decreased stimulation to his lower back. High impedances were found at some electrodes. Reprogramming was performed but did not provide stimulation in all the desired areas. The cause of the event was unknown by the physician and was described as, "lead contacts are not working." No hospitalization was required and the patient outcome was not provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead.

Event description:
It was reported that while stimulation was turned on there was no stimulation sensation. There was no known accident or incident related to this event. Approximately, 2011 (B)(6), the patient stopped feeling stimulation. The patient was scheduled for a reprogramming session. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).